Event description:
The user facility reports that "in preparation for a cyclophotocoagulation procedure, the treating physician attached the probe to the machine. The power was 1250mw for a duration of 2000 milliseconds. The interval was set at zero (0). When the physician hit the first spot it burned the sclera".

Manufacturer narrative:
Analysis confirmed low power on probe. Visual inspection showed the use of sterrad because the handle was no longer black but silver, which may have been used to send the probe back sterilized. The tip of the fiber showed charring and debris, the opening around the tip was partially melted. All other manufacturing specifications were met. Root cause of low power was due to charring and debris on tip of fiber. The root cause of the charring is generally due to lack of fluid and/or cleaning of the tip during the procedure. A follow-up report from the user facility indicates that the pt had a previous pars plana vitrectomy, trabeculectomy, and cataract extraction on the same eye at an outside institution. User facility reports that the pt sustained a full thickness conjunctival burn (severe) and a partial thickness scleral burn (mild). According to the treating physician, no interventional treatment was performed and a follow-up visit indicated the scleral burn is healing with the some scarring.